Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was returned in 2 fragments (proximal 209.5 cm and distal 6 cm). The guidewire was seen to be slightly kinked at roughly 191 cm from the proximal end. The proximal end was seen to be fractured along the nitinol tubing with the platinum wire stretched. The distal end was seen to be broken along nitinol tubing with the platinum wire stretched. The core wire distal end was observed through the distal tip dome. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of guidewire difficult to advance could not be duplicated; however, the analysis results are consistent with the reported event. It is probable the clot is what caused the difficulty as noted in the event description. The guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer stated while crossing through a clot the guidewire got stuck. The patient anatomy had a lot of stenosis. It is probable the patient's anatomy contributed to the event. During analysis the guidewire was returned in 2 fragments, it was slightly kinked at 191 cm from the proximal end, possibly due to anatomy. The distal end was fractured with the platinum wire exposed and stretched. The functional test was unable to be performed due to damage. An assignable cause of procedural factors will be assigned to the as reported events of guidewire difficult to advance and guidewire distal tip stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed events of guidewire distal tip stretched, guidewire kinked/bent and guidewire distal tip broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that the distal tip of the guidewire (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.